Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 09-dec-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4), there was the possibility that this phenomenon was attributed to the failure of the electrical circuit board in the subject device, which might be caused by the aging deterioration for long-term use because the subject device had been used more than fifteen years since manufacturing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for an unspecified procedure with the subject device at the user facility, it was found that the subject device did not work. There was no report of patient injury associated with this event. The user scrapped the subject device.